Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was "fuzzy and pixilated." Additionally, it was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.